Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the cios spin system. The operators finger was caught between the c-arm support and the c-arm handle resulting in a blister. At this time, it is unknown if any medical treatment was required. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. For reasons of safety the systems are visibly labeled with warning signs (collision area) as well as described in the instruction for use (IFU). Instructions for safety use during examination are provided with the system in the IFU as follows: 2.2.2 crushing hazards on the c-arm system: correct handling of the c-arm system requires that operating personnel and patients use only the handles provided for this purpose. Where this is not possible, monitor the points of potential crush injury between movable system parts and their guide openings. Warning note: the points marked on the figure indicate hazardous locations around the system. Risk of injury to the patient and personnel due to crushing or collision. Be careful around the hazardous locations indicated. Caution note: the distance between the handles and other components is too small. Risk of crushing! Be careful around the hazardous locations indicated. Upon investigation the involved local service could not evaluate a malfunction or abnormality of the device and no parts were exchanged. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.